Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was confirmed. The footswitch was then repaired. The system was tested and found to meet product specifications. The system was found to meet specifications. The root cause of the reported event can be attributed to a nonconforming footswitch. The extent and cause of this nonconforming remains uncertain.

Event description:
A field action representative reported that a instrument did not properly synchronize handpieces during surgery. The surgery was successfully completed without delay by replacing the us ozil handpiece. The instrument gave error 460 and the error was resettable. Additional information has been requested but not received to date.

Event description:
Additional information was provided by the technical service who reported that the issue was due to the defective footswitch: when pressed in phase 3 it sometimes did not give the input to the handpieces. The handpieces were all working properly. After repairing the footswitch the problem was solved.